Event description:
The pediatric patient was hospitalized in our hospital's respiratory medicine department due to a respiratory disease. During an IV catheter insertion, the nurse discovered a tear in the tubing near the heparin cap. Upon flushing the line with saline solution, leakage was observed. The IV catheter was replaced, and the incident was reported.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since defective samples were not received for further analysis and the abnormal condition of the extension tube could not be clearly identified, so the root cause of the leakage in the extension tube cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.